Manufacturer narrative:
The pump was received with no button response due to unlocked keypad connector on lcd board. No constant tone or unexpected audio/beep anomaly noted. Unable to verify for operating currents including low battery and off no power alarm due to no button response. Insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call that the device was beeping continuously after a battery change. Customer's blood glucose was 160 mg/dl. Customer had continued battery issues. There was a crack in the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.